Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant medical products: smart ablate generator: model #: unknown; serial #: unknown. Evaluation: methods: no testing methods performed; results: no results available since no evaluation performed; conclusion: device discarded by user, unable to follow-up. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with an ez steer thermocool sf navigational catheter and suffered cardiac arrest/pulseless electrical activity (pea) and death. The procedure was completely successfully. Later in the evening, the patient developed pea and expired. The patient¿s diagnosis before the procedure and pre-adverse event was ischemic vt/stable. The physician¿s opinion regarding the cause of the adverse event is that it was a post-procedure complication related to being taken off the ventilator prematurely.